Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: a red fiber was observed within the final product bag. Due to the nature of the manufacturing process, one of many materials/consumables used could have introduced this particulate. [Customer is] reaching out to several suppliers.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples were returned for evaluation. Several photos were provided. Upon visual inspection, a red fiber-like foreign material was identified within the packaging. Based on the photos, no specific conclusions can be made regarding the source of the material. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. In response to this occurrence, a formal awareness training session was conducted with all applicable personnel involved in the assembly and inspection of this product. The purpose of this training was to review the reported incident and to ensure all personnel understand and comply with the established assembly and inspection processes. We will maintain this report for further references and continue to monitor other reports for similar occurrences.